Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was inaccurate; cause was unknown. Additionally, it was reported that the customer was having issues with charging pump. There was no reported impact to customer's blood glucose. Customer declined follow up from tandem technical support and did not provide any further information.